Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photos were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "ten-year follow-up of high-flexion versus conventional total knee arthroplasty: a matched-control study" written by marc r. Angerame, md, catie l. Eschen, bs, roseann m. Johnson, ccrp, jason m. Jennings, md dpt, douglass a. Dennis, md published by the journal of arthroplasty accepted by publisher 02mar2021 was reviewed. The article's purpose was to compare clinical results of high-flexion total knee arthroplasty versus conventional total knee arthroplasty from the same implant system with long term follow-up. Data was compiled from: mean age was 63.0 ± 7.8 years. The mean bmi for the cohorts was 26.0 ± 3.7 kg/m2. The cohorts were made up of 35.2% men and 64.8% women. The length of follow-up for the matched hf-tkas and c-tkas was 121.5 ± 20.3 months. For all cases, both components were cemented utilizing both the surface coating and digital pressurization techniques. Cement manufacturer was not provided. Depuy products: (145) high-flexion tka p.f.c. Sigma rotating platform-flexion and (145) conventional tka p.f.c. Sigma rotating platform. Adverse events for high-flexion tka p.f.c. Sigma rotating platform: femoral and tibial radiolucencies. Stiffness (3). Polyethylene insert wear (5). Infection (3). Patellar crepitus (1). Instability (1). Decreased range of motion. Irrigation and debridement. Manipulation under anesthesia. Device revision and replacement. Adverse events for conventional tka p.f.c. Sigma rotating platform: femoral and tibial radiolucencies. Stiffness (7). Adhesions. Decreased range of motion. Irrigation and debridement. Manipulation under anesthesia. Arthrotomy repair.